Event description:
Medical doctor removed and replaced a plate and screws from c5-6. Patient began to experience severe right arm radiculopathy. CT (computerized tomography) scan showed loose plate, possible broken plate and a screw in the right foramina. On removal the plate was not found to be broken.